Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found one caster at the foot of the bed wasn't holding. The caster swivels from side to side. He replaced the caster and two caster supports to repair the bed.